Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega needle driver (nd) instrument was analyzed and found to have a broken grip cable at the grip hub amplification pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. Image associated with this reported event was submitted for review. Review of the provided image was consistent with the complaint of a broken wire.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument wires were suddenly exposed. The procedure was completed with no reported injury.